Event description:
It was reported that the patient underwent right hip arthroplasty approximately 12 years ago. Subsequently, patient was revised due to due to pain, elevated metal ions, pseudotumor, and difficulty ambulating. No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, this device was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, this device was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00666, 0001825034 - 2021 - 00667.

Event description:
It was reported that the patient underwent right hip arthroplasty approximately 12 years ago. Subsequently, patient will be revised after healing from left revision due to metallosis, tissue damage, bone loss, pain, and loss of mobility. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.